Event description:
It was reported that a day after the implant of this right atrial (ra) lead, the patient underwent an additional surgical intervention to adjust the slack due to dislodgement, which was confirmed via x-ray and device interrogation. It is suspected that the patient moved more than recommended right after the implant procedure, which could have caused the lead to pull back. No additional adverse patient effects were reported.